Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates that the scs patient underwent an explant procedure due to charging difficulties. Postoperatively, the patient is reported to be doing well. In accordance with facility policy, the explanted device was retained and will not be returned.

Manufacturer narrative:
The device sc-1200 serial number (B)(6), was not returned to boston scientific for analysis. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Additionally, difficulties charging the ipg is noted within the IFU as a potential risk associated with the use of the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates that the scs patient underwent an explant procedure due to charging difficulties. Postoperatively, the patient is reported to be doing well. In accordance with facility policy, the explanted device was retained and will not be returned.